Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with a blood glucose reading of 41 mg/dl. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer stated that prior to the event she bolused to treat for a blood glucose reading 314 mg/dl. After the customer's initial bolus, she took another bolus without checking her blood glucose. Nothing further was reported.